Event description:
Customer reports via phone that during a cysto ureteroscopy on a male patient (age unknown), the system fluoro failed and physician completed the procedure using rad imaging. No reported injury.

Manufacturer narrative:
Mallinckrodt tech support (ts) troubleshot with customer the reported message "fluoro mode, switch to rad mode". Tech support advised customer to restore default configuration by rebooting gim, infirmed, table and sedecal and to try again. Customer power cycled the system and after opening a patient file, the system would not allow fluoro and digital spot exposures. The system is fully functional. Tech support asked customer if they power cycle the system or leave it on 24/7, but he wasn't sure. Tech support advised him to make sure the operator knows they should power cycle daily since the infirmed operator manual states to power cycle daily. Otherwise, problems can occur if the system if left on 24/7. System now fully functional.